Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reseated cables to ergo controls. Fse performed calibration on view ergo controls. The system was tested and verified as ready for use.

Event description:
It was reported that during a training/demo of the davinic system, the viewer was not adjustable on console 2. The caller stated that the system was not giving any recoverable faults. The site was in the middle of in-service training at the time of the call. There was no report of patient involvement or reported injury.